Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction: "attach one way valve and vacuum the balloon inside of the kit and then remove the balloon carefully maintaining straight position, not bending the balloon." However, they found that the balloon was already unwrapped immediately after it came out of the set. As a result, another iab was used for the insertion. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.